Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) had difficulty converting rhythm with the first shock delivered. However, the second shock appropriately convert the rhythm successfully. It was noted that the patient passed out but recovered after successful second shock therapy. No programming changes were recommended and the patient is going to put on medication. Currently, this product remains in service and no additional adverse patient effects were reported.